Event description:
It was reported that a user received a pairing failed alert with a libre 3+ sensor while using the ilet system, after which the agent guided the user to rescan the sensor and communicated the required warmup period, resolving the issue. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no need for medical intervention and no hospitalization. Investigation included remote troubleshooting and user education regarding correct pairing workflow and sensor warmup behavior. Investigation of this case revealed that the device functioned as designed after proper setup and that the initial pairing failure was addressed by rescanning and allowing the warmup period. It was concluded, based on previously established findings for similar reports, that the cause was user setup error that was corrected through education.